Manufacturer narrative:
(B)(4). Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power, after using the nibp button while monitoring a patient. The patient was not influenced by the loss of power.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power, after using the nibp button while monitoring a patient. The patient was not influenced by the loss of power.

Manufacturer narrative:
Physio-control evaluated the customer's device and downloaded the device's electronic records. Through review of the electronic records, physio verified that the device had unexpectedly powered itself off three times during the event. Physio replaced the device¿s power pcb assembly and battery wire harness assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed power pcb assembly and battery wire harness assembly. The cause of the reported issue was determined to be due to excessive wear on pcb-mounted jack connector, designator j11, of the power pcb assembly as well as cable-mounted plug connector, designator p11, on the battery wire harness assembly (which plugs directly into pcb-mounted jack connector designator j11). The excessive wear can cause increased resistance of the connector contacts which may result in an excessive voltage drop at the contacts when certain device functions which utilize high current (such as printing a code-summary¿ report or charging the defibrillator) are activated. The excessive voltage drop at the contacts can trigger the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.